Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Upon review of the submitted log files, alarms associated with a loss of external power to the mobile power unit (mpu) were captured.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. Submitted log files revealed loss of external power events associated with power cable disconnect and low voltage hazard alarms were active on (B)(6) 2026. These alarms occurred while connected to the mobile power unit (mpu) and became active due to the voltage within both cables simultaneously decreasing below the alarm thresholds; the voltage continued to steadily decrease, consistent with a loss of ac power. The alarms resolved when external power was restored to the mpu. Pump operation was not affected, and the backup battery supported pump function during these events. The mobile power unit, serial number unknown, was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 instructions for use (rev. D) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot power cable disconnect and low voltage hazard alarms on the mobile power unit. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. A) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section f ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.